Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual testing was performed. Visual inspection found the male luer was broken. The root cause of the reported issue was found to be that the material was damaged after it left shm facility, due to the fact the defect mentioned on this report is easily detectable by the inspection and assembly operations performed per production and quality personnel before the packaging process.

Event description:
It was reported that during the purge, the tubing was severed near the immunotherapy's connector bag. No patient injury was reported.

Manufacturer narrative:
While performing a review of submitted MDR report it was discovered that this file was inadvertently assessed as reportable. No patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(4) is no longer considered reportable, please disregard any MDR reports associated with it.